Event description:
During preparation for cardiopulmonary bypass, the roller pump used for accessory suction displayed a pump jam error message. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.